Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the circumflex was very calcified with a sharp bend proximally. The physician tried to cross the lesion with the promus stent delivery system (sds) without predilating the lesion. The physician felt he may have flared the stent, which caused the stent to come off of the balloon. The sds was then removed and a voyager balloon was put through the promus stent to reposition the stent and deployed it. The lesion was post dilatated with a 4.0 balloon and intravascular ultrasound (ivus) was used successfully with no harm to the pt. No additional event or pt information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
.